Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station c drive was bloated, which caused patient list synchronization issues. The technical support specialist cleaned the disk space and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist performed corrective actions.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es available patient list was not updating and missing currently admitted patients and displaying patients discharged more than 12 hours ago. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.